Event description:
It was reported that during a da vinci si rectopexy procedure, arcing from the side of the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was observed. The mcs instrument was immediately removed and the planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated, however the tip cover accessory was not returned. Engineering was unable to confirm the customer reported failure mode as visual inspection of the instrument did not show any signs of arcing or melting on the distal end components or on the main tube and tube extension. The instrument was placed on an in-house is3000 system and driven. The instrument passed recognition and engagement testing and the instrument moved intuitively with a full range of motion in all directions. The instrument also passed a latex cut test and electrical continuity testing. No physical damage to the instrument was found. On april 4, 2012, isi contacted the scrub nurse at roper hospital and she indicated that inspection of the tip cover used in conjunction with the mcs instrument prior to use and after the event occured did not reveal any damage. The cannula was not inspected; however, there was no noted difficulty in advancing or removing any instruments from the cannula. On april 5, 2012 isi contacted the surgeon who performed the surgical procedure at roper hospital and he indicated that the patient did not sustain any injury due to the reported event. The patient was released from the hospital 4 days post-op, is recovering well and has not returned to the hospital due to experiencing any post operative complications.